Event description:
It was reported that, loaner duracon patellas trials sent in for dr (B)(6). Revision patella case, small patella trial peg broke off.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.